Event description:
It was reported that it was difficult to remove the foley catheter after removing the water from the balloon on the day following placement. When the user pulled and removed the catheter from the patient, it was found that there was a knot on the catheter. Per additional information from the ibc via email on 16oct2019, the knot in the catheter was formed while it was inside the patient. Allegedly, the user found the knot after the catheter was pulled out of the patient.

Manufacturer narrative:
The reported event was confirmed. The device had not met specifications. The product was used for treatment purposes. The product was influenced by the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used (note yellow discoloration throughout and brown accretion on shaft) 3-way temperature sensing silicone foley catheter with connected inlet tube portion and sample port connector (with intact tamper evident seal). Visual inspection of the sample noted a knot in the catheter shaft near the balloon. This is out of specification per procedure which states, "shaft must not be damaged or pinched." Additionally, there was a piece of gauze near the trifurcation point, likely put there by the complainant for identification purposes. The catheter balloon was attempted to be inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), but the solution was unable to advance into the balloon. The catheter was dissected to find that the inflation notch was not completely perforated. This is out of specification per procedure which states, "verify that the eye punches are complete and notch according to the applicable drawing." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿no cover.¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "(5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to remove the foley catheter after removing the water from the balloon on the day following placement. When the user pulled and removed the catheter from the patient, it was found that there was a knot on the catheter. Per additional information from the ibc via email on 16oct2019, the knot in the catheter was formed while it was inside the patient. Allegedly, the user found the knot after the catheter was pulled out of the patient.